Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot no.? The lot # is 283851 are any photos available? Yes please clarify if the hair was short or long? The hair is short what color was the hair? The hair appears to be black was the product used on the patient? The product was not used on the patien was the surgery delayed because of the malfunction? If yes, how many minutes? Surgery was slightly delayed by about 1 1/2 minutes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date and absorbable gelatin was used. The device was opened for a case and the surgical tech noticed that there was a hair on the absorbable gelatin pad. The absorbable gelatin was passed off the field and did not come in contact with the patient or the back table. They opened a new 1975 absorbable gelatin pad to replace the one with the hair on it. No delay or patient harm was reported. No adverse patient consequences were reported. Additional information was requested.